Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission was sent due to the patient's heart rate being lowered to 30 bpm. The atrial lead exhibited high impedance and an electrocardiogram showed suspected atrial arrhythmia. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.